Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. It was reported that the patient felt a burning at the pocket site. They stated they gets the burning feeling when they eat. The patient increased the setting from 5ma to 7.5ma on the day of the report. The issue was not resolved at the time of the report. No further patient complications were reported as a result of this event.